Event description:
It was reported that undersensing was observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no pause or brady episodes recorded due to undersensing was confirmed. The device did not record pause or brady episodes due to under-sensing being present prior to the episode. The device behavior is consistent with the design of an asystole detection enhancement introduced to reduce false positive asystole detections due to under-sensing. The device is performing per design.